Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), fallopian tube perforation ('fallopian tube perforation') and device dislocation ('migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and mental disorder ("psych injury") and was found to have a pregnancy with contraceptive device ("post implant pregnancy"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, pregnancy with contraceptive device and mental disorder outcome was unknown and the pelvic pain and genital haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, fallopian tube perforation, genital haemorrhage, mental disorder, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2021: medical record received. Pregnancy outcome received. Reporters were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), fallopian tube perforation ('fallopian tube perforation') and device dislocation ('migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and mental disorder ("psych injury") and was found to have a pregnancy with contraceptive device ("post implant pregnancy"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, pregnancy with contraceptive device and mental disorder outcome was unknown and the pelvic pain and genital haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the (B)(6). The pregnancy outcome was not reported. The reporter considered device dislocation, fallopian tube perforation, genital haemorrhage, mental disorder, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jan-2020: pif received. Event injury nos updated to pelvic pain, genital bleeding, psych injury, post-implant pregnancy, device ineffective, migration, uterine perforation, fallopian tube. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.